Manufacturer narrative:
Additional information: the customer provided further information on the event. Explanting doctor was dr. (B)(6). Patient is a female, date of event was (B)(6) 2018, a specific date not provided. Lens was implanted in the patient's right eye. Patient had astigmatism pre op. Confirmation that a toric lens was used as a replacement, a model zct225, 25.0 diopter. Patient did very well post op. The following sections have been updated accordingly: gender/sex: female. (B)(6). Date of event: (B)(6) 2018; an exact date was not provided/known. Entered as (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 23.5 diopter intraocular lens (iol) was explanted for the patient's eye due to blurry vision caused by unaddressed cylinder. Reportedly, the calculations were off. The lens was replaced with a model zct225 25.0 diopter lens. There was no patient harm and no other surgical intervention other than the exchange.